Event description:
Consumer claims to have ear pierced with the inverness ear piercing system on 11/13/97. She sought medical attention on 11/29/97 for an infection at the ear piercing site. She was given antibiotics.